Event description:
It was reported that during an unknown procedure the power circular stapler did not work because the rotation knob was not completely turned for the punch to come out. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2024 d4: batch #567c17 investigation summary the product was returned for evaluation. Visual inspection and mechanical testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with the guide face damaged from some pockets and the anvil missing. Also, the handle shroud was found to be slightly opened from the knob area. The breakaway washer was not present and the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. Upon mechanical testing of the knob, it could not be rotated properly, the knob only rotated 45 degrees left and right and then it got stuck. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components the adjusting rod was found to be damaged. The damaged adjusting rod could have prevented the movement of the knob. Also, wear on the firing rod was noted. No conclusion could be reached on what caused the firing rod damage. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The damage on the guide face is consistent with the device being clamped over a hard object. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 567c17, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh31p lot number a9ej1w and no non-conformances were identified.